Event description:
The user reported that this blade was manufactured incorrectly; the holes at the connecting hub would not align with the collet of the oscillating handpiece. Furthermore, the customer reported that there is no substitute for this blade; and therefore, the surgeon modified the procedure by using three add'l burs and another handpiece. The mandibular osteotomy was completed successfully without pt injury. It was also reported that the pt was under anesthesia at this time and surgery was delayed for about 15 minutes.

Manufacturer narrative:
To date, the investigation of this blade has not been completed. A follow-up report will be sent upon completion of the investigation. Associated reports: 1017294-2008-00192, 00193, 00206.